Event description:
It was reported that during a procedure the fiber tip broke after 114,184 joules and 21:16 minutes of use. The fiber was exchanged and a second fiber was used to complete the case. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. Based on the device analysis, the probable cause of the failure is: operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. Based on the device analysis, the potential for forward firing may exist. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.